Event description:
It was reported that: "pt was partially dislocated." Additional info: "osteolock cup and cemented liner removed and replaced with a tritanium revision cup with x3. 32 head was changed to 36+10." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1995.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by "sterile" and not returned to the MFR. The x-rays and medical records were requested but not provided. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.